Event description:
It was reported that the patient presented in the hospital for a routine follow up. The left ventricular lead exhibited loss of capture. It was noted that the lead historically exhibited high capture thresholds. The patient was in stable condition and would be monitored.

Manufacturer narrative:
(B)(4).